Event description:
Use of the tandem t-slim insulin pump is the worst user experience I've ever had in my life. Multiple times a day, each and every day, I experience extreme alarm fatigue. The pump will alarm for everything and gets to the point where I want to smash the "profanity" thing into a million pieces and then kill myself. Constant audio alarms when the device is suspended, like you would do at a public pool, or taking a shower, or being intimate with a loved one. These immutable audio alarms cause concern for the public and are insanely inappropriate. Beyond that the device alarms when the battery is low, or the units remaining is low, or you haven't touched it for a while, or you dared touch it but not return to the main menu. These are all unacceptable. There needs to be a certain level of trust put into the user, alarm fatigue leads to poor patient decisions and is a huge health liability. Software engineer in the medical field, knows what the "profanity". FDA safety report ID# (B)(4).